Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device could be fired, but the clips did not close. The clips fed into the jaw, the handle squeezed closed, but the clip was not formed. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.